Event description:
During an in-clinic follow-up, increased pacing impedance was observed on the right atrial (ra) lead, and decreased pacing impedance was observed on the left ventricular (lv) lead. The suspected cause of the event was due to a dislodgement of both leads from twiddlers syndrome. Additionally, the patient was experiencing pocket stimulation as a result of the dislodgement which was confirmed with diagnostic imaging. The ra and lv leads were explanted, however the procedure was halted to stabilize the patient as the patient experienced hemoptysis due a suspected pneumothorax, although the pneumothorax was not confirmed with diagnostic imaging. The patient was intubated and transferred to the intensive care unit to recover. The physician did not allege the ra or lv leads to be the cause of the hemoptysis or suspected pneumothorax, but rather a result of a puncture. New ra and lv leads were implanted to resolve the event. The patient is stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional report is required to include that there was pocket stimulation.